Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Weight unknown / not provided. Expiration date and unique identifier (UDI) number unknown / not provided. Device manufacturer date unknown / not provided.

Event description:
It was reported that the internal hex stripped of the implant was stripped and the implant had to be removed.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The reported device was returned for investigation. Visual evaluation of the returned product identified signs of use, and damaged drive feature. No pre-existing conditions were noted on the product experience report (per). The reported device was located on tooth # 19 and was used for approximately 10 years, 2 months. Complainant reported that the hex of the implant was stripped and the implant had to be removed. The reported complaint was confirmed. A definitive root cause for this complaint could not be determined. A device history record (DHR)review was performed and no related deviations or nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no related complaints for this product lot. The following sections have been updated: d4: expiration date. D4: unique identifier (UDI) number not applicable. H3: device evaluated by manufacturer. H4: device manufacture date. H6: evaluation codes . H10: additional narrative.